Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. The customer stated it might have been exposed to sweat. She removed and reinserted the battery but the issue persists. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. It was unable to perform the displacement test due to no button response. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window and broken belt clip slot.